Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer's 8015 bd unit had an error code. There was no patient involvement.

Event description:
It was reported that the customer's 8015 bd unit had an error code. There was no patient involvement.

Manufacturer narrative:
Serial number was not provided therefore a review of the device history record cannot be performed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported npi - 8015 bd unit error code 133.6090. Technical support: 1. Tech has error code 133.6090 on 8015 unit 2. The main speaker failed 3. Will need to replace the main speaker on unit. Tech thank me for my assist. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.